Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, in colon anastomosis, there was a defect in the handle combined with stapling place and the staple was wobbling. This issue occurred on two handles. Additionally, there was a poor staple formation. To resolve the issue, a new device with the same model was used.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4d1113s egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4d1113s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 correction: d10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot# p4d1113s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sigmoid colectomy procedure, during colon anastomosis, it was found that the edge of the handle body, where the reload was installed, had cracks. When combined with the stapling place, after installation, the staple was loose. Additionally, there was a poor staple formation. Another handle of the same model was used to resolve the issue and complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, in colon anastomosis, it was found that the handle body had cracks and when combined with stapling place, the staple was loose after installation. Additionally, there was a poor staple formation. To resolve the issue, a new handle was used.